Event description:
In a review titled "application of x stop device in the treatment of lumbar spinal stenosis", the following was reported: implant dislodgement after a fall. No additional info was reported.

Manufacturer narrative:
Report source: review titled "application of x stop device in the treatment of lumbar spinal stenosis", by xiaobin yi, md and bradley mcpherson, md. Method: device not returned, followed up with author. Ref: 2953769-2010-00571.